Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
A customer reported to baxter (B)(4) of an administration set that was difficult to disconnect during an infusion. According to the reporter, at the end of the administration, it is impossible to disconnect the luer lock because the male luer blocked in the catheter and the nurses had to use a gripper to disconnect it. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
(B)(4). A customer sent in an actual sample for an evaluation. The unit was visually inspected and there was a confirmation of the reported condition since there was a crack in the luer collar, and the cause of this condition was not identified. Similar reports have been received for the reported problem. A batch review was conducted and there were no deviations found during the manufacture of this lot.